Manufacturer narrative:
Results: brake adjuster.

Event description:
It was reported by service that the brakes were not working. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.